Manufacturer narrative:
The actual device that failed was not returned. A part from the same lot was tested in a manner to replicate the failure; however, the failure could not be duplicated.

Event description:
A threaded guidewire prototype tip fractured off during surgery while implanted in the pt. Tip fractured seemingly at the juncture of the thread run-out. There is no know adverse effect to the pt to date.